Manufacturer narrative:
It was reported that the device was explanted due to a cholesteatoma. This report is filed september 8, 2014.

Event description:
Per the clinic, the patient experienced an infection at the implant site and pain with device use. The patient was hospitalised (specific date, duration and treatment not reported), however the issue could not be resolved. The device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.